Event description:
Additional information was supplied by the customer. The customer changed the xenon bulb because the lamp went out. The customer had an original xenon lamp from olympus on site. Operating hours counter reset; function tests with endoscope ok. The issue was resolved by replacing the xenon lamp.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, d8,h4, h6, h10. Corrected fields: e1 (telephone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a faulty xenon lump or life span led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the main lamp goes off on the evis exera iii xenon light source. The issue was found during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.